Event description:
Middle aged female undergoing procedure: examination under anesthesia, operative laparoscopy, lysis of adhesions, unilateral salpingo-oophorectomy, hysterectomy and cystoscopy. During procedure, a gray button/cap popped of the device.